Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 2 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to severe stenosis and moderate regurgitation. No additional adverse patient effects were reported.